Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep corrected a loose connection at the doghouse and calibrated the generator. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a milliamp sensor failure error message during fluoroscopic x-ray. No pt injury was reported.